Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis of the returned fiber found that the fiber was received in one piece. In addition, the fiber tip was mildly degraded, indicative of fiber use. The fiber connector was analyzed, it was found that light was not passing through, indicative of an internal connector fracture. This anomaly could lead to an insufficient aiming beam or low laser energy output and up to a complete inability for the fiber to fire. The instructions for use were reviewed and did not reveal any evidence of device off-label use or failure to follow instructions. The IFU stated: inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement, and hold the fiber tip to a non-reflective surface, and ensure that a circular red/green spot appears. If the spot is not circular, cleave the fiber. If the spot is weak or not visible, discard the fiber or return it to the supplier for replacement. Boston scientific concludes that the initially reported event was confirmed, since the internal connector fracture could lead to an insufficient aiming beam or low laser energy output. A fracture within the connector could occur due to procedural handling of the fiber during setup or use. Based on the analysis performed, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during preparation for a flexible ureteroscopy lithotripsy procedure, the fiber was connected but the indicator light could not be turned on and the fiber could not work. The procedure was completed with another fiber without patient complications. The fiber returned and the analysis identified that there was an internal connector fracture.